Manufacturer narrative:
The customer was informed that virox reacts with the mattress ticking and they should follow the operating/service manual guidelines for cleaning. Versacare service manual (man333 rev 2) states, "we recommend that you clean the unit with detergent and warm water."

Event description:
Noxious smell was emitted from the veresacare mattress. It was being cleaned with percept and/or virox 5. According to the facilities services mgr, "the dilution rate is 9 ounces of cleaner to 4 quarts of water. We use percept as well as virox 5 which is the same product and is produced by the same company. To my knowledge the fumes are only occurring when cleaning the mattresses of the hill-rom versa care beds. They are fairly new to our facility and have a royal blue mattress. We have filed an incident report with one of the staff members experiencing light-headedness & nausea with a rash to hands, fore and upper arms, upper chest and neck region directly after inhalation of the fumes." It was concluded by the health nurse that the symptoms experienced were due to the inhalation of the vapors when the mattress was washed down with the diluted percept solution.